Manufacturer narrative:
A pacemaker was received for the reported event of lead to header connection problem. Mechanical examination found that leads could be connected properly to the header with no anomalies. Electrical examination found the device was above normal elective replacement indicator. The reported event was unconfirmed. Additional information: d10.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device replacement procedure, a chronic lead failed to be connected to the new pacemaker. The device was not used and n new pacemaker was used and the lead was connected normally. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Correction: d1 brand name should have been zenex sr and not zenex dr.